Manufacturer narrative:
The reported issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer stated there is a complete obstruction of the lumen. The tubes were melted and ¿cut in two¿; a portion of the tube stuck out of the packaging between the plastic and paper. There was nothing in the tube, object, particles or residue to obstruct it. The lumen is completely blocked by the tubes that are stuck (crushed / melted / collapsed) on themselves. A probe was installed and immediately removed from the patient. There was no harm to the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received for evaluation. After performing a visual inspection per our procedure, an occlusion was observed in the center of the catheter caused by being trapped in the seal of the package. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans for the issue of ¿trapped in seal of package¿. These actions will be designed to prevent the reoccurrence of the reported defective condition.